Event description:
It was reported that after successfully placing the filter in the vena cava, and during the removal of the catheter, the marker band detached from the catheter. The marker band remains in the antecubital vein approximately 5 cm from the insertion point.